Manufacturer narrative:
Citation: samimi et al. Meta-analysis of dedicated vs off-label transcatheter devices for native aortic regurgitation. Jacc: cardiov ascular interventions. Jan 13;18(1):44-57 2025. 10.1016/j.jcin.2024.08.042. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a meta-analysis of 34 peer-reviewed studies on dedicated versus off-label transcatheter valves for treatment of aortic regurgitation. The meta-analysis study population included 2 ,162 patients who were predominantly male with a mean age of 75.4 years old. Multiple manufacturer¿s devices were implanted in the study population; medtronic devices included corevalve, evolut r, evolut pro and evolut pro+ bioprosthetic valves. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients, clinical observations included: residual moderate to severe aortic regurgitation, arrhythmia requiring permanent pacemaker implant, and reintervention. No further information was provided pertaining to medtronic products.